Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The examination confirmed the defect of the examination control console (ecc). The customer has two of these control consoles installed on the system and one of them was fully functional. The necessary settings could have been made there and the operational readiness of the second control console is clearly confirmed in the log file. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an emergency procedure, the user reported that the no organ program selection was available on the examination control console, however, it was available on the main monitor. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.